Event description:
A customer reported a portable oxygen concentrator power cord was emitting smoke and sparks. The power cord was returned to the MFR and was visually inspected. The power cord had evidence of physical and thermal damage. There was no report of pt harm or injury. The MFR is currently investigating this issue and a follow up report will be submitted when the investigation is complete.